Event description:
Motor leaked oil during lumbar procedure and contacted the patient surgical site. Antibiotics were used to flush the surgical site and additional antibiotics were prescribed postoperatively. There was no patient impact reported.